Event description:
Embolization treatment of an avm with onyx. It was reported that the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2012-00281.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 24.5 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by catheter over-pressurization exceeding the limits of the catheter.catheter rupture.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).